Event description:
Note: the date of event is unknown it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy. According to the complainant, during the procedure, the clip maintained grasped onto tissue however, a small fragment was notice in the patient's colon. The physician retrieved the fragment with forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event is non-reportable. The only piece of the device that was returned was the yoke. A visual examination of the returned device found that there were no visual deformities. Without the clip assembly being returned no further investigation can be done. Therefore, a root cause cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was initially reported that when "they went to use the device it detached and broke." It was also reported that only the piece that broke off would be returned. Due to the uncertainty of what actually broke off a decision to report was made. Based on the investigation results, it was confirmed that the 1mm piece retrieved was the yoke of the clip. The clip is made up of the clip capsule, clip arms, tension breaker, and yoke. The clip component is deployed from the delivery system during use. If the clip were to fall inside the patient it can be retrieved with forceps or is more likely to be passed naturally by peristalsis. The most serious reasonably expected injury from this issue, although remote, is a clinically significant procedure delay. This event would not be harmful to the patient as the yoke is designed to be deployed with the clip assembly and in some instances, the yoke may fall away from the clip also per design. The hemoclip and its components are intended to eventually slough off the tissue and pass naturally on their own. In this case the resolution clip was deployed and grasped onto tissue successfully, with no reported procedure delay, but an unknown piece of the clip came off within the colon and the physician chose to retrieve the piece with forceps. Based on the risk documentation, the event is unlikely to cause or contribute to a death or serious injury if the event were to recur. Based on severity ratings and the details of the event description, the event has been deemed non-reportable.

Manufacturer narrative:
The date of the event is unknown however, it has been reported that the event occurred sometime within the weeks of (B) (6) and the week of (B) (6). (B) (4) (physician retrieved fragment), (clip broke). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).